Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) reservoir due to discomfort at the top of the scrotum with a noticeable bulge. The ipp reservoir had migrated from its original location to the top of the scrotum. The device was working fine and the patient fully recovered.